Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to high blood glucose and diabetic ketoacidosis. The customer experienced symptoms such as diarrhea. Blood glucose at the time of the admission was 760mg/dl. The customer was treated with pump. The customer states motor error was in pump history. The customer was wearing the insulin pump during the hospitalization. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.